Event description:
It has been reported to philips that system was not booting up. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. Log file analysis confirmed that the flexvision pc failed due to a grabber card failure. The flexvision pc has been replaced that the system was returned to use in good working order.